Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited detached and peeled acoustic lens. In addition, there was a chip in adhesive between acoustic lens and ultrasound probe, and ultrasonic terminal damage. There was foreign objects in the forceps elevator wire. There was no patient involvement.